Event description:
The deep brain stimulator provided stimulation for 3 months only. The stimulation stopped and the device was not able to be interrogated. Stimulation was not delivered at high parameters. The parameters were: 4,5v; 210 usec; 130hz; 0-/1+. Troubleshooting did not reveal any signs of early battery depletion. The device was replaced. There was no pt injury or death associated with the event. The pt was ok after replacement. The leads and extensions remained implanted and were working fine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.